Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and type 2 diabetes mellitus ('type 2 diabetes') in a 34-year-old female patient who had essure (batch no. 664586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, vaginal discharge, glycosuria and vaginitis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypothyroidism, hypertension, ovarian cyst, fibroma, back pain, dizziness, dyspnea, pallor, post coital bleeding, concentration impairment, difficulty sleeping, headache, sensitive skin, skin peeling, frequency urinary, suprapubic pain, ovulation pain, asthenia, pallor, heartbeats irregular, palpitations, menometrorrhagia, intramural leiomyoma of uterus, iron deficiency anaemia, libido decreased, concentration impairment, intramural leiomyoma of uterus and uterine enlargement. Concomitant products included oral contraceptive nos in (B)(6) for vaginal bleeding and hormonal imbalance as well as atorvastatin since (B)(6) , calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefoxitin, clonazepam from (B)(6) to (B)(6) , famotidine, lidocaine, lisinopril from (B)(6) to (B)(6) and sodium chloride (sodium chloride 0.9%). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced psoriasis ("rash/skin condition,rashes or skin conditions type: psoriasis"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("constipation") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) , the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) , the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), hypersensitivity ("allergy") and type 2 diabetes mellitus (seriousness criterion medically significant) and was found to have neoplasm ("tumor/ teratoma / cancer type: tumor (noncancerous)"). The patient was treated with surgery (hyst(full),salping(bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, anaemia, hypersensitivity, depression, bladder disorder, urinary tract disorder, neoplasm, weight increased and constipation outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and abdominal distension had resolved, the migraine, vaginal discharge and alopecia was resolving and the type 2 diabetes mellitus had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psoriasis, type 2 diabetes mellitus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse) dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia. Insertion dated reported as (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results of your essure confirmation test: total bilateral. Occlusion. Ultrasound pelvis - on an unknown date: real-time grayscale, color doppler, and spectral doppler images were obtained through the pelvis and adnexa utilizing transabdominal and transvaginal technique and the uterus measures 13.5 x 4.4 x 10.7 cm and is anteverted in orientation. Bladder was well-distended and was unremarkable, the endometrial stripe measures 1.8 cm in thickness. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet and mr received, new reporter, patient demographic information, concomitant condition, contraceptive and concomitant medication ,essure start date , lot number,evaluation code deleted ,new event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches, tumor/ teratoma / cancer type: tumor (noncancerous), vaginal discharge, weight gain, gastrointestinal or digestive system condition type: bloating, constipation, hair loss, type 2 diabetes and outcome ,lab data were added and event rash/skin condition updated to rashes or skin conditions type: psoriasis. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anaemia ("anemia") and hypersensitivity ("allergy") with rash and skin disorder. The patient was treated with surgery (hyst(full),salping (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, anaemia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse) dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia. Insertion dated reported as (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Lab data updated. Events: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, allergy: rash/skin condition were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.